Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual pump involved in the reported event and the pump logs have not been returned for evaluation. Multiple attempts to obtain the pump and/or additional info from the facility have not been successful. Without the actual pump, pump logs or pump serial number, a thorough investigation could not be performed and no specific conclusions can be drawn as to the cause of the reported event. If the pump, pump logs and/or additional info become available, a follow up report will be submitted.